Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found following. The reported phenomenon was duplicated. There was no water leakage. There was no abnormality on the exterior. The video connector was disassembled, but there was no problem with the wiring. The breaking of the grounding wire of the imaging unit in the distal end was found with x-ray CT exam. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, there was the possibility that the breaking of the grounding wire was attributed to some excessive force was applied to the distal end or deterioration of the imaging unit due to the repeatedly bending or extension stress. But, the exact cause of the breaking of the grounding wire could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause has been under investigation. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that after a reprocessing of the subject device, the endoscopic image was not displayed. The procedure was completed using another device. There was no report of patient injury associated with this event.